Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously elevated troponin (access accutni) results were generated by access 2 immunoassay system for one patient. The erroneous results were reported out of the laboratory. Repeat testing on a subsequent sample produced lower results within the normal reference range. There was no death or injury associated with this event and patient treatment was not impacted.

Manufacturer narrative:
The samples were collected in 2.5ml sarstedt edta plasma tubes, and centrifuged for 5 minutes at 4000 rpm (1367g) at room temperature. Bec customer advocate reviewed both levels of the customer's accutni qc charts dated from (B)(6) 2012. All qc results were within 1-2 sd of the customer's established means prior to the event. However, the customer obtained erratic level 1 and level 2 accutni qc results after the event on (B)(6) 2012. The customer advocate also reviewed the customer supplied accutni calibration curve from (B)(6) 2012. The curve was accepted as passing and had acceptable %cvs. The customer also supplied a routine system check performed on (B)(6) 2012 at 09:49. The results were within the instrument's specifications. A field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse discovered that the main pipettor's alignment to the reagent pack was not within the specifications. All other alignments were acceptable. The fse also verified the mixer speed and ultrasonic's performance, and no issues were noted. The fse performed a routine system check, a high sensitivity system check, and a system clean. All testing passed within the instrument's specifications. Customer advocate's review of post-service calibration and assay qc results indicates that the system is performing within specifications. Although a definitive root cause could not be determined, hardware issues may have contributed to this incident. A similar event at the customer's site was reported in medwatch #2122870-2012-00649.